Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Physician utilizing k-wire as a guide while implanting screw into toe. Tip of screwdriver broke, tip was not noted in patient per visualization and mini c-arm.